Manufacturer narrative:
A partial lead was returned. Analysis found external abrasions to the outer insulation at 17.8cm and 23.1cm - 24cm from connector pin. The rv and re cables were visible but the etfe coating was intact. The location of the abrasions is consistent with friction to the ICD can.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Noise was observed and aborted therapy was noted. Noise was reproducible with isometric testing. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.